Event description:
It was reported the pt was in extreme pain due to a high amplitude setting. The clinician interrogated and "ramped up amplitude using scroll wheel which increased to the max 10.5 even though clinician had pressed the stop button before that setting." Clinician was able to manually decrease amplitude setting with the pt programmer. Pt's reprogramming session ended with an active program of "2 at 10.5v, but when he synched with pt programmer, program 3 was active at 0.4v." Additional info has been requested and will be made available as f/u as it becomes available.

Manufacturer narrative:
(B)(4)